Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from january 15, 2021 ¿ january 19, 2021. H10: four (4) actual samples were received for evaluation containing fluid in their bladder. Visual inspection revealed backflow (leak) at the fill port when the fill port caps were removed. The cause of the leak/backflow was due to a clear plastic particle lodged under the checkband of the devices. The plastic particles were identified to be mixture of kraton (also known as sebs, styrene-ethylene-butylene-styrene rubber) and silicone material via fourier transform infrared spectroscopy (ftir) test. The reported condition was verified. The cause of the clear plastic particle under the checkband could not be determined; however, the most probable source of the material may have come from the fluid container in which the user used to fill the device without a filter. The product labeling (instruction for use, IFU) has recommendation that a filter should be used during fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(4). Initial reporter phone no. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume infusors leaked. The event was further described as; content was returned through the injection port. This issue occurred during filling with saline. There was no patient involvement. No additional information is available.